Event description:
Stent found to be bent onto the packaging stylette. This was not observed initially by the physician nor the scrub tech. It was later found that the stent was not on the delivery device at the time of insertion. The balloon was inflated over the lesion. It was then discovered that the stent was still located under the yellow wrapping tool on the stylette.====================== health professional's impression======================no adverse event. The stent was apparrently damaged during the manufacturing process.